Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm seal would not open. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The "seal" can not be open. Replaced the product and finished the operation. No influence on the patient.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm seal would not open. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The "seal" can not be open. Replaced the product and finished the operation. No influence on the patient.